Event description:
It was reported that during implant the lead helix was found to be sticking out but would not advance. The lead was removed and the helix was retracted but would not extend. An alternate lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the lead was returned damaged with the helix distorted/ stretched. If information is provided in the future, a supplemental report will be issued.